Event description:
It was reported that the burr broke off and the patient experienced a small perforation. The 60mm target lesion was located in the severely calcified right peroneal artery. A 1.75mm peripheral rotalink plus and rotawire were selected for use. During the procedure, after treating approximately 20mm of the heavily calcified peroneal artery, it was noted that the burr broke off. The physician was able to remove the rotawire with the burr still entrapped on the wire. Consequently, the patient had a small perforation in the occluded segment of the peroneal artery during withdrawal. The peroneal artery was no longer possible to cannulate. The procedure was unsuccessful. No other devices were used after because they were unable to get a wire back down across the diseased segment of the artery. No further patient complications were reported and the patient was fine.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Unit returned in a generic plastic bag. The unit returned has wire kinked, as part of overall visual revision. A visual inspection noted that the device has its distal tip kink, distal section kink and middle section kink. The distal tip is stretched. A dimensional inspection revealed that the od of distal tip, od of middle of the device, od of proximal section are all within its specifications. No other issues noted.

Event description:
It was reported that the burr broke off and the patient experienced a small perforation. The 60mm target lesion was located in the severely calcified right peroneal artery. A 1.75mm peripheral rotalink plus and rotawire were selected for use. During the procedure, after treating approximately 20mm of the heavily calcified peroneal artery, it was noted that the burr broke off. The physician was able to remove the rotawire with the burr still entrapped on the wire. Consequently, the patient had a small perforation in the occluded segment of the peroneal artery during withdrawal. The peroneal artery was no longer possible to cannulate. The procedure was unsuccessful. No other devices were used after because they were unable to get a wire back down across the diseased segment of the artery. No further patient complications were reported and the patient was fine.